Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with unusual left sided chest pain; the patient would screams out in pain when arching their back. It was discovered that the right ventricular (rv) lead had dislodged during use resulting in perforation. Additionally the lead exhibited high thresholds, loss of capture and undersensing. An rv lead revision is scheduled and it remains in use. It was further reported that a remote transmission done in the ER noted far field r-wave oversensing on the atrial lead during atrial arrhythmia episodes. The atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.